Event description:
I was infected with lyme in 2007. Became seriously ill by 2009. Between 2009 and 2016 received 4 lyme tests all negative. In 2013 I became bedridden. Completely disabled. Finally in 2016 despite negative test my dr began antibiotic therapy for lyme. Within 4 months, I experienced a marked shift two years of antibiotic therapy along with physical therapy and nutritional therapy followed. I am permanently disabled for the rest of my life. A valid competent test would have resulted in prompt treatment and prevented years of misery. Would have prevented permanent damage and disability. I do not readily have the dates of my tests as I was a traveller rn at the time. My tests were ordered by different drs in several states. I will research and provide the info upon request. My life has been severely impacted to a degree I struggle to express. FDA safety report ID# (B)(4).